Event description:
The account alleged the air deflated in the bed and the pt fell on the floor. No injury reported.

Manufacturer narrative:
The technician investigated and the pt stated the bed lost power and shut down while the pt was asleep. Shortly after the pt rolled over and fell out of the bed. He was able to hold on to the bed with one hand and the wheel chair with the other to avoid striking the floor. There is an electrical issue in the home causing the loss of power intermittently. When power is lost the sidewall air bladders slowly deflate. The pt had removed the side rails prior to the fall. Pt is having the electrical system inspected to identify the issue. The bed functions as designed, no issue found. There was no pt or caregiver impact.